Manufacturer narrative:
Elevated iop is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An article titled "clinical outcomes and astigmatism vector analysis of high toricity visian icl" about excesis vault. Elevated iop, discomfort, visual disturbances, refractive over/under-correction were reported. Medication was required.